Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
B5.

Event description:
It was reported that a malfunction alarm occurred.